Event description:
Patient reported, the infusion set leaks after 1 or 2 days. Patient stated, the insulin leaks out of the sides rather than going in. Patient reported elevated blood glucose levels due to not getting enough insulin. No blood glucose readings were provided. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.